Manufacturer narrative:
Evaluation summary: product inquiry states the lag screwdriver gamma3 380x110mm to be the subject product. A review of the DHR revealed no deviations. The device was documented as faultless prior to distribution. The reported event was not confirmed as the lag screwdriver was not available for evaluation. Thus, a physical examination of the device was not possible and below report is based on available information, only. No discrepancies were found during review of the manufacturing and inspection documents. As the device had been in use for a longer time (manufactured in 2011) we pre-suppose that the device had fulfilled its tasks in former surgeries as intended without problems reported. Based on the information given the root cause of the reported event cannot be determined. A review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified. Device was not returned.

Event description:
The screwdriver broke during the surgery for removing the gamma system. It was evidenced that the screw was very calcified and resistant for removing. This screw matter broke the screwdriver.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The screwdriver broke during the surgery for removing the gamma system. It was evidenced that the screw was very calcified and resistant for removing. This screw matter broke the screwdriver.

Manufacturer narrative:
Investigation summary: product inquiry states the lag screwdriver gamma3 380x110mm to be the subject product. A review of the DHR revealed no deviations. The device was documented as faultless prior to distribution. No discrepancies were found during review of the manufacturing and inspection documents. As the device had been in use for a longer time (manufactured in 2011) we pre-suppose that the device had fulfilled its tasks in former surgeries as intended without problems reported. Evaluation revealed that one of the four pegs of the lag screwdriver received was completely broken off. The broken off piece was not returned. According to information received ¿¿it was evidenced that the screw was very calcified and resistant for removing¿¿. The breakage surface showed the typical structure of a forced, ductile fracture due to overload with an evident material displacement. The remaining pegs were found to be bent and marks respectively material displacement at the very tip of the pegs could be verified. Evaluation of any damage characteristics suggests that the item had not been used as intended. Based on the above facts the root cause of the reported event was not related to a deficiency of the device, but was rather linked to rough handling by the user and has to be classified as misuse. A review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
The screwdriver broke during the surgery for removing the gamma system. It was evidenced that the screw was very calcified and resistant for removing. This screw matter broke the screwdriver.